Manufacturer narrative:
Inspected one opened used reservoir and performed pre-fill reservoir. Found air bubbles while filling from molding parting line on the stopper. Also it was performed a manual prime and high-pressure tests. The reservoir passed the tests and no leaks were observed during analysis. The reservoir was connected and locked in place properly.

Event description:
The customer reported that insulin was leaking from the reservoir into the reservoir compartment. No further info was provided.